Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed a critical ram parity error logged on (B)(4)-2011 in address "1f 86". The power on reset severity is considered low. The timestamp coincided with the ramware version 8 install.

Event description:
It was reported that the device had an electrical reset at the time of interrogation. No parameters on the device had been changed. The device remains in use. No patient complications have been reported as a result of this event.